Manufacturer narrative:
Additional info h6: updated the annex b code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the fusion cardiotomy venous reservoir (cvr), there was an overpressurization of the reservoir and a flow issue in the venous return. The customer believed that there was debris in the venous return sock. The patient had not previously been on heparin or another anti-coagulant therapy. The issue did not worsen over time. The device was replaced to complete the procedure. No patient complications have been reported as a result of this event. The reservoir lot numbers assoicated with the pack are 230310032 and 230168605.